Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the left iliac artery. The 8.0 x 29 mm omni elite stent delivery system (sds) was advanced. No resistance was noted; however, angiography showed that the stent became dislodged from the sds balloon, and remained on the proximal shaft. The sds was removed and stent remained dislodged proximal of the target lesion. A balloon catheter was advanced to position the stent in the target lesion, and used to fully deploy the stent in the intended site. The lesion was successfully treated with the omni elite stent, and the patient had a good outcome. No additional information was provided.